Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient experienced one inappropriate defibrillation during asystole. Oversensing of small signal contributed to the event. The patient was unconscious at the time and did not press the response buttons. The patient passed away (B)(6) 2014.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the patient's death or inappropriate defibrillation. Device manufacture date and usage of device: monitor (B)(4), electrode belt (B)(4): (B)(6) 2010.